Event description:
It was reported, during surgery, it was noted that the locking mechanism at the tip of the elastosil handle is jamming. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.